Event description:
It was reported that the patient presented with premature battery depletion on the right atrial leadless pacemaker. No intervention was performed. There were no patient consequences.